Event description:
It was reported that a left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and 24mm watchman laa closure device & delivery system were used. The closure device was deployed, but needed to be recaptured. It was redeployed and repositioned, but the position needed to be changed again. The physician started to rotate the deployed device and the delivery system and access system twisted together "like a screw". Both the access system and delivery system were removed from the patient. A portion of the closure device remained outside of the access system upon removal from the patient. The procedure was not completed because the laa was too shallow for the closure device. There were no patient complications and the patient is stable.

Event description:
It was reported that a left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system and 24mm watchman laa closure device & delivery system were used. The closure device was deployed, but needed to be recaptured. It was redeployed and repositioned, but the position needed to be changed again. The physician started to rotate the deployed device and the delivery system and access system twisted together "like a screw". Both the access system and delivery system were removed from the patient. A portion of the closure device remained outside of the access system upon removal from the patient. The procedure was not completed because the laa was too shallow for the closure device. There were no patient complications and the patient is stable. Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). The implant arrived detached from the core wire and was consistent with the reported information. The device was extremely bloody. The sheath, tip, core wire and implant were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath, the core wire was damaged (flattened/bent) starting 14 mm from the wire tip and for a length of 12 mm, tip damage (tricuts slight bent/abrasions), sheath damage (abrasions), and anchor damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.